Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient¿s original ins was replaced because over the years there was a build-up of scar tissue which caused the electrodes to move. The patient reported the electrodes were no longer in the right place, so the stimulator was no longer working. No further complications were reported.